Manufacturer narrative:
One biliary balloon probe catheter was received inside a broken shipping tube. The square outer brown box was also received inside a fedex rectangular box and both were found to be crushed. The clear adaptor was broken at the bond site, between the clear adaptor and the gray tube. The shrink seals are still attached, one at the clear adaptor cap and the other around the IFU. The catheter tube was removed from the outer box and placed next to the square outer box, it was found that when the catheter tube is placed to one end of the outer box, the broken area was in line with the damage on the outer box. When the catheter was removed from the tube, it was found to be in good condition. The complaint was confirmed and appears to be related to shipping of the product. An investigation is underway to determine the root cause of the shipping damage and implement corrective actions. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that 3 catheters were received and the tubing of 1 of the catheters was broken at the seal, not sterile. There were no patient complications reported.